Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer states she was in the pool when she got the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to constant blank flashing white display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white display. Also noted moisture damage on the motor, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or keypad dome switches.